Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A pt with dialysis dependent renal failure complicating a stroke and heart attack had multiple specialists in team with the pcp managing care and entering orders on the (B)(6) computer. On the pt's active "prn med orders" were seven separate orders for potassium -2 by mouth, 7 by parenteral-. On the pt's active "prn med orders" were four separate orders for phosphate -all parenteral-. Potassium puts most pts with renal failure at risk. The nurse has many choices for therapy, but which one will the nurse administer? This pt was not overdosed, but is at risk for excess potassium. An ongoing hazard, the device enables ease in ordering duplicate medications and user unfriendliness for the physician to eliminate those which are not being used.

Event description:
(Complaint 14 of 20) the facility representative contacted baxter to report a folfusor that had leakage through the winged luer cap. The event occurred during use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The product mentioned in this report, folfusor, was reported erroneously. There was not a product complaint. This report will be retracted.